Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error was observed, indicating that the device could not be operated after three restarts. Further assessment determined that the printed circuit assembly (pca) required replacement. Additionally, a software-detected error indicated that the real-time clock (rtc) registers had reset or become corrupted. Contamination from dust and dirt was also observed inside the device. No evidence of foam particles or foam degradation was identified. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.